Event description:
It was reported that the patient reports has had ins turned off for 9 mos. Because "it doesn't work right", even after being reprogrammed. Pt reported that he did better with the boston scientific device. He also reported that he liked the leads, but doesn't like the surgical ("paddle") lead as well because he is receiving only 30% pain relief and not covering the correct area. He said the stim is in his butt/legs and also said his mid-back, and indicated that he needs it in his low-back. He reported that he needs the ins moved because it hurts to sit down and is uncomfortable on his hip, as well as lay down. Suggested he call his physician, but he indicated that he said he'd have to explant everything in order to move stimulation. He also said he needed an ID card and has considered the pain pump, although he doesn't tolerate morphine well and has heard "bad things" about the pump. Additional information received reported that stimulation in the wrong location. It was noted that the patient stated that they had nothing but problems since they were implanted. It was noted that it took away their back pain but it had been a hassle. It was noted that when it was on it was ¿like it had a short in it¿ and they had it off all the time. It was noted that the patient stated that when they first got it the pain was more ¿up¿ and that where it was, was not where the pain was at. It was noted that the patient asked the health care professional (hcp) to put the stimulation lower but the hcp would not. It was noted that the patient stated that they did not have time for spinal cord stimulation and that they could not get an MRI was a case for concern.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), implanted: (B)(6) 2011, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).